Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04949. It was reported the patient's scs system would not go into MRI mode. A company representative met with the patient and a diagnostics of the patient's scs system showed high impedances for multiple lead contacts. Subsequently, the patient's physician removed the patient's entire scs system.